Event description:
Customer stated that he collapsed in a store. Customer was taken to the hospital. The blood glucose reading at the time of the event was 98 mg/dl. Customer collapsed and hit his head. Customer received five stitches above his right eye brow. The current blood glucose reading is 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.